Manufacturer narrative:
The device was evaluated no failures were detected, the device ran within specifications.

Event description:
Patient stated that she thinks the device caused her to have surgery. The patient was not willing to give out further information about this alleged incident.